Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 81: advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
The patient reported she had to be hospitalized due to her pdm blood glucose meter reading 3.8 mmol/l (68 mg/dl) points higher than what they actually were. Her blood glucose (bg) level was low (exact bg level was not provided) which caused her to go into a seizure that lasted for 4 minutes. She also had a hemorrhage in her eye that has caused her to lose sight and may not be able to regain her eyesight again. At the hospital she was kept for observation and was given food to help bring up her bg levels.